Event description:
Reporter indicated a vns therapy patient presented with high impedance on system and normal model diagnostics. The patient underwent vns therapy replacement surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.